Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. During the occlusion test, device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a unit fill cannula delivery. Then the device delivered the units properly with water exiting the infusion set. No prime or fill anomaly noted during testing. Device uploaded properly using carelink. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump was stuck on fill tubing. The customer blood glucose level was 120 mg/dl at the time of incident. Customer was changing the infusion set when incident happened. The insulin pump will be returned for analysis.